Event description:
It was reported that during a robotic valve repair surgery, the right atrial lead was dislodged. The lead had no capture and no sensing. The plan was to reposition the lead, but no procedure had been scheduled. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).